Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter could not pass through the distal end of the sheath (8f, other brand). The doctor tried to remove the catheter from the sheath, but the catheter tip was stuck in the sheath and could not be removed. A second catheter and sheath was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Per internal review on 7-may-2025, it was identified that the h6 medical device problem code for "mechanical jam" (a0506) does not apply to this complaint. The doctor tried to remove the catheter from the sheath, but the catheter tip was stuck in the sheath and could not be removed. That does not indicate an actual mechanical jam that is FDA-reportable. As a result, this event has been deemed not reportable. No further reports will be sent for this event. Manufacturer's reference number: (B)(4).